Event description:
It was reported that air was in the system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The 24mm watchman flx device was prepped in a normal fashion. Once completely de-aired, the device was inserted and filled with contrast, and both distal markers were lined up. The sheaths were married, but air was noted prior to deployment. The air was successfully aspirated. The device was deployed, but landed slightly proximal, so a partial recapture was performed. The device landed at the ostium. Air was noted behind the device on fluoroscopy and transesophageal echo (tee). The device was interrogated and met release criteria and was released. The patient remained stable throughout the case. The physician believes the air came from the touhy between the device catheter and y-port as it was loose and was tightened during device prep. The patient is expected to fully recover.